Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screw at the template broke off intraoperative.

Manufacturer narrative:
Evaluation revealed the tibial cut block assembly, left star ankle to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in august 2015) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The fixation screw was found to be broken off in the cut block assembly. The breakage surface showed a smooth structure. Plastic deformation along the breakage surfaces was not found. The breakage surface indicated a (forced) brittle breakage of the device due to a torsional overload. Nevertheless, a pre-damage in prior surgeries could not be excluded. Based on the above facts it could be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Screw at the template broke off intraoperative.